Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and was unable to be tested for intuitive motion as it failed the engagement test when installed on the in-house system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have a loose grip cable at the proximal end causing the engagement failure. The instrument was also found to have blade damage. Both blade edges were indented, which prevented the blades from closing. The complaint was not confirmed by failure analysis, which indicated that the device may not have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the monopolar curved scissors kept deviating to the opposite side at the tip. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use but no damage was visible prior to use. The procedure was completed with a new device. The incident resulted in a procedure delay of 5 minutes, the time to get a new device from the stockroom. The customer referred ¿at the tip¿ as distally from the instrument joint. Other non-intuitive motion related questions were not answered.

Manufacturer narrative:
Based on the claim of the monopolar curved scissors deviating by the customer, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress.